Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. Customer did not recall any significant events leading up to the issue. Blood glucose level at the time of the incident was 360 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on the lcd was locked. The pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.